Manufacturer narrative:
Internal file number - 360492/1-1. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. A definitive cause for the reported atrial perforation could not be determined. The reported patient effect of cardiac perforation (atrial perforation), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report atrial perforation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 1-2. After the steerable guide catheter (sgc) was removed, a shunt in both directions was observed due to an atrial septal defect (asd) and heart pressures. An asd closure device was used for treatment. There was no reported clinically significant delay in the procedure. No additional information was provided.